Manufacturer narrative:
The device was received for evaluation. The report of broken in two parts at the y-fitting was confirmed. As received, catheter body tube was completely detached just distal of y-fitting. Adhesive was visible at the bond area between tube and the y-fitting. Balloon latex and both balloon windings were intact. Lab findings were aligned with customer picture. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As per product evaluation adhesive was visible at the bond area between tube and the y-fitting. As per internal procedures y-fitting is fixed with uv adhesive and adhesive is applied around the joint of the distal side of the y-fitting and tube during the device manufacturing. As part of the manufacturing process the units are inspected according to plan specifications, the balloon is inspected for inflation and deflation, the catheter is inspected for obstruction or restricted tube and any sort of leakage. The IFU was reviewed and it includes important notes and warnings regarding the handling of the unit to avoid any damage as follows: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter".

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set-up before use in patient of this fogarty thru-lumen embolectomy catheter, it was broken in two parts at the y fitting location. There was no allegation of patient injury. The device was available for evaluation. Patient demographic data unable to be obtained.